Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test sleep current measurement, active current measurement, self test and occlusion test. No rewind anomaly/battery issue noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported insulin pump keeps standing in rewind position and customer was not able to clear the alarm. The customer¿s blood glucose was 16.5 mmol/liter at the time of incident. The insulin pump will be returned for analysis.